Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00730 is a duplicate of MDR# 3006575795-2024-00604. Refer to 3006575795-2024-00604 for event details. Reference to complaint #:(B)(4).

Manufacturer narrative:
There are previous complaints on the device not related to this issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 07/25/2024, zyno medical received a report that during the preventive maintenance (pm), the device was reported to have failed occlusion under the required parameters @21. No patient was involved.